Event description:
It was reported that a 58-year-old caucasian female patient underwent breast surgery with unknown size unknown gel implants on both sides and experienced bilateral breast implant ruptures postoperatively; diagnosed in the office via MRI. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for surgery on (B)(6) 2024. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Reason for device explant and/or reoperation: right rupture. D6b explantation date: on (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 28, 2024, the mentor failure analysis lab received two 600cc devices for evaluation. One with lot number 266316, and the other was unknown. Per device received, the following information has been updated on this form: field d1 for brand name has been updated to "unknown gel implants smooth". Field d4 for catalog number has been updated to "unk_gel implants smooth". Since no lot number was provided, no manufacturing record evaluation could be performed. On december 5, 2024, device evaluation was completed as follows: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel implant smooth 600cc breast implant was ruptured and received in three parts. In addition, shell abrasion was observed at the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s side without lot number. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 24, 2024, mentor became aware that the replacement devices used on (B)(6) 2024 were catalog number 3503501bc; serial number (B)(6) on the left side, and with catalog number smhx430, serial number (B)(6) on the right side. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).